Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note: list of add'l device implanted in this patient and involved in this event.

Event description:
In 2007, this patient was implanted with a gore excluder aaa endoprosthesis. During withdrawal of the trunk-ipsilateral leg component delivery catheter, the leading olive of the device caught on the edge of the sheath. The leading olive tip detached on the guidewire. The physician chose to insert the iliac extender component on the same side, leaving the leading olive tip of the trunk-ipsilateral leg component on the guidewire. The leading olive tip of the trunk-ipsilateral leg component again got caught on the edge of the sheath upon withdrawal following deployment of the iliac extender component. The leading olive tip of the iliac extender component detached as well, on the guidewire. A snare catheter was used successfully to retrieve the 2 detached leading olives back into the sheath and out of the patient, with no reported adverse event to the patient.